Event description:
It was reported that 427 days after a coronary artery drug eluting stenting treatment procedure a target vessel re-intervention was performed. The index procedure indentified and treated one target lesion. The lesion was an 80% stenotic, b1-type lesion with mid calcification in the mid right coronary artery (rca). The vessel was mildly tortuous. The lesion was 3.00mm in diameter and 20mm in length. The physician direct-stented the lesion with a 3.00 x 24mm taxus express2 stent at 14 atms. The stent was post dilated at 14 atms with timi-3 flow and 0% stenosis. The pt was discharged the following day on plavix and aspirin. The pt returned to the enrolling hosp 426 days following the index procedure. The next day a re-intervention was performed on the target lesion. The physician placed a total of three unk size taxus express stents during the re-intervention. Two stents were placed in the proximal rca and one stent was placed in the distal rca. The pt was discharged one day following the re-intervention procedure with no further complications reported.